Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unresponsive keypad. Customer¿s blood glucose level was unknown. Customer also reported the down arrow button was not responsive. The device will be returned for analysis.

Manufacturer narrative:
Device received with slightly unresponsive down button. Problem isolated to the keypad. During visual inspection, found the keypad connector on electrical board was properly locked. Device passed displacement test and self test.